Event description:
Customer reported that four canister (3-liter)multi-suction unit in or room 5, hooked up in normal fashion, tubing connected to proper ports, then connected through 1500ml canister on wall. Fluid was in no. 1 and no. 2 and just beginning to enter no. 3 when no. 4 canister exploded. Lid flew into three pieces across room.